Event description:
It was reported to boston scientific corporation that an ultraflex esophageal uncovered stent was implanted during a stent implantation procedure performed approximately 15 months prior to (B)(6) 2013. According to the complainant, the stent was implanted to treat a 5cm malignant stricture in the gastroesophageal junction due to advanced esophageal cancer. Reportedly, the patient anatomy was tortuous. Post procedure, approximately 3 weeks prior to (B)(4) 2013, tissue ingrowth was noted within the proximal portion of the stent. The physician implanted another ultraflex esophageal stent within the stent to treat the ingrowth during a stent-in-stent procedure on (B)(6) 2013. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.